Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. The reporter stated this pump was a new pump received for their "loaner pool." There was no indication that the product caused or contributed to an adverse event; this device was not used by a patient. The reported issue is an "out-of-the-box" defect. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/17/2017 with the following findings: there was a line that was running horizontally through the display screen.